Event description:
I had the essure procedure done in (B)(6) 2013. Since then, I have pelvic pain, extreme exhaustion, headaches and depression. It has gotten so bad that my husband and I are currently separated.